Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the sample probe 1 (s1) mixer and ran a mix test which passed. The cse ran quality controls (qc), resulting within specification. The cause of the discordant, falsely low magnesium (mg) results was related to an s1 mixer malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low magnesium (mg) results were obtained on three patient samples on a dimension vista 500. During routine operation, the customer noticed flagged abnormal assay results on other methods. Mg results were not flagged. The discordant mg results were not reported to the physician(s). The samples were repeated on an alternate dimension vista 500 instrument, resulting higher. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low mg results.